Event description:
An impella rp flex device was inserted into the right femoral vein in a 61-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella rp flex had a pump stop (clotted off), with "impella stopped" red alarm. The patient was on systemic heparin in the purge solution. The activated clotting time was 120. It was recommended to explant the impella. Following explant, clot was visualized in the outflow area. It was reported that the patient has a history of clotting despite systemic anticoagulation and antiplatelets. The post-procedure outcome is survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
The device was received and an evaluation/analysis was performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported pump stop was most likely related to biomaterial based on returned product investigation and provided clinical details. Regarding, thrombosis, the cause was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. D1 brand name was corrected accordingly.

Manufacturer narrative:
Updated information:d9 device return date added